Manufacturer narrative:
The device history record was previously reviewed and the serial number was previously determined to be within scope of z-1522-2022. Blank fields in the MDR form represent unknown information. If further information is received at a later date, a supplemental report will be filed.

Event description:
It was by a healthcare provider that an intera 3000 hepatic artery infusion pump, serial number (B)(4), implant date of (B)(6) 2022, had a calculated flow rate of around 2 ml/day (as calculated on (B)(6) 2022). The intraarterial manufactured flow rate is 1.4 ml/day. The calculated flow rates were as followed: on (B)(6) 2022 - 1.5 ml/day, on (B)(6) 2022 - 1.7 ml/day, on (B)(6) 2022 - 1.7 ml/day, on (B)(6) 2022 - 2 ml/day, on (B)(6) 2022 - 2 ml/day, on (B)(6) 2022 - 1.8 ml/day, on (B)(6) 2022 - 1.8 ml/day, on (B)(6) 2022 - 2.5 ml/day. Patient was dosed with fudr (floxuridine) only on (B)(6) 2022, and switched to heparin saline from (B)(6) 2022 to (B)(6) 2022, and then switched to glycerol. It verbally reported that the clinician's plan was to discontinue pump therapy due to the patient's overall disease state and that the pump would not be explanted.